Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: complaint description pt requiring vasopressor support, norepinephrine infusions initiated as per protocol. Pt required further escalation of care with vasopressin. After vasopressin infusion was primed and started, it had multiple air in line alarms despite repriming and flicking air out of tubing several times. Then one of the norepinephrine infusions did the same and patient dropped his blood pressure to 60/30. Md called and attended the bedside and gave patient phenylephrine bolus x3 with increase in blood pressure after 3rd dose. Norepinephrine and vasopressin infusions had no further alarms, and patient's blood pressure stabilized with uninterrupted infusions. Took approximately 30 minutes of nursing time to resolve all alarms.